Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was taken to the hospital via ambulance due to putting a temp basal of zero in his pump. He was admitted but released after one day since he was fine. The customer states that he has had a low of 38 mg/dl and a high of 300 mg/dl about a year ago. He treated his low with glucose tabs. The customer's chief complaint is that he cannot see the screen on his insulin pump. The customer was bolusing by counting clicks when he programs numbers. He did not report an anomaly with the screen, only that older people such as himself cannot read the display due to the display design. The customer also mentioned that he was picked up from the grocery store by an ambulance two years ago. He felt as if he was a little low and did not want to ride his bicycle home. The paramedics determined his blood glucose was normal but the customer did not remember every detail of that incident. No products were shipped or returned.